Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer contact philips healthcare to report the device didn't pick-up 12 lead. It was reported that the alleged failure was observed while in use on a patient. No adverse patient impact was reported to philips.

Manufacturer narrative:
No adverse patient impact was initially reported to philips. After requesting additional information, the customer reported that the inability to acquire a 12-lead ECG occurred during treatment of a patient in cardiac arrest which we are considering a serious injury. The involved patient was driven to the fire department and care was initiated from there and the patient was transported to the hospital. The down time was estimated to be 10-15 minutes. The customer reported that the patient had rosc (return of spontaneous circulation) before arriving at the hospital. The philips response center engineer had the customer check logs in the service mode and there were no errors. The call center advised the customer to check cables and run an ops check. The device passed all testing and was returned to service at the customer site. The full electronic event file could not be provided to philips by the customer. A code summary was provided and showed that event lasted approximately 47 minutes. No shocks were attempted or delivered. The limited ECG strips are consistent with chest compressions. There was no indication in the summary that a 12-lead ECG was attempted during this event. There were several "cannot analyze ECG" messages. This message is an inop that alerts users that the device "cannot reliably monitor the ECG in wave sector 1. (Mrx instructions for use, IFU, chapter "ECG and arrhythmia monitoring") and that the "arrhythmia or 12-lead algorithm cannot reliably analyze the ECG data. The user is directed to "check ECG signal quality. If necessary, improve lead position or reduce patient motion." (Mrx IFU troubleshooting chapter). Note that because the patient was in cardiac arrest, chest compressions were being performed which would take priority over reducing patient motion. Additionally, the users were in the monitor mode, not the AED mode which requires analysis. If AED analysis was required, the user would be directed to stop chest compressions during the analysis period. No parts were replaced. The device was returned to use at the customer site. There were no further calls from customer since 04/09/2017. Philips cannot rule out a malfunction of the device at the time it was reported even though the customer was unable to duplicate the failure. There were no further calls from customer site regarding this issue after the philips response center engineer advised customer to check cables and run an ops check. There is no indication of any systemic problem; no further investigation or action is warranted. Patient information was requested, but the customer did not provide.